Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied on the stomach during a laparoscopic gastric septation, the clamp formation appeared not to form perfectly. The staple line bled beyond it was expected and it was necessary to use the suture to stop the bleeding. The surgical time was extended 30 minutes or more due to the product problem. To resolve the issue, it was necessary to use the suture thread to stop the bleeding. Bleeding was not more the 500cc. No other adverse events reported. Patient is alive with no injury. No reinforcement material was used.